Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown, ubd: , UDI#: a medtronic representative went to the site to test the equipment. Testing revealed that the emitter would intermittently stop tracking in the upper right quadrant of the tracking window. The unit is reported to be at the end of life. The system was not performing as intended. Fdm b01, fdr c13, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during servicing. It was reported that the emitter was found to intermittently stop tracking in the upper right quadrant of the tracking window. There was no patient involvement.